Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 12.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 9 asmopheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient compilations nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 12 x 8,75cm,14 atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 49mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 12 x 8,75cm,14 atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure.blood was present in balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 49mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 12.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 9 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion 40% stenosed and the vessel was severely tortuous and severely calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 12.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 9 asmopheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications, nor injuries reported.